Event description:
The plcr60b reload was inserted into the i60 and was fired; the firing was incomplete. When the jaws of the i60 were opened, there was stomach tissue stuck to the right side of the reload. When the surgeon peeled the tissue away from the reload, it was observed that the tissue was bleeding and there were staples still attached to the reload. The reload was visually inspected outside the body, and it was observed that most of the staples in the far right row of the reload had not been fully deployed; they were only partially protruding from the reload. Upon inspection of the stomach, it was noted that on the right side of the cut, there was only one properly formed staple line. There were also a few malformed staples present. The surgeon then oversewed the staple line, and used another stapler to finish the case.

Manufacturer narrative:
Improper seating of the plcr60b reload in the i60 housing contributed to the complaint. Several staples remain on reload. Tissue bumps are damaged. Retention posts are damaged indicating the reload was not seated properly.